Manufacturer narrative:
The c4 sample had been collected in a lithium heparin anticoagulant tube. The sample was not lipemic, was not hemolyzed, and was only slightly (1 plus) icteric. Per customer qc recovery has been acceptable. Service was not dispatched since this is a sample specific issue. This is a sample-specific issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report discrepant erroneous results for one patient sample generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was not reported out of the laboratory. Patient treatment was not affected, however the patient was redrawn (serum and plasma). Patient results are provided.